Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system is fully functional--no failure found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a cervical spine procedure. It was reported that the navigation and imaging systems were unable to communicate. Rebooting both systems did not resolve the issue. Network cables and ip addresses were verified. The network cable was connected directly to the bulkhead to resolve the reported issue. There was a reported delay to the procedure of less than 1-hour due to this issue and no known impact on the patient outcome.